Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During the g3 surgery, the surgeon assembled guide wire handle and chuck. The k-wire was fixed. Afterwards, when the surgeon tried to insert k-wire in great trochanter of the patient, end of k-wire was stuck in the surgeon's hand. K-wire pushed out from guide wire handle and stuck in surgeon's hand about 2 cm.